Manufacturer narrative:
The device will not be returned. The investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
This is being filed for clip detachment and surgical intervention. It was reported that this was a combination mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and mixed tricuspid regurgitation (tr). Two clips were successfully deployed in the mitral valve, reducing mr to 1. Then a decision was made to advance an xtr clip delivery system (cds) to the tricuspid valve for off label use. The clip was placed fine; however, during the deployment sequence, the clip had become detached form the cds. The clip remained on the gripper line and the clip was snared into the sheath. A surgical cut down was performed to remove the clip. The procedure ended at this point and the tr was not treated. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. A definitive cause for the reported difficult to remove clip delivery system (cds) from steerable guide catheter (sgc) could not be determined. Additionally, the reported material separation was a cascading event of the reported difficult to remove. It should be noted that the intended use section of the mitraclip system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve. The reported off-label use was due to the device being used on a tricuspid valve. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Device code 2933 removed.